Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a hardware low level failure error. The customer¿s blood glucose level was 255 mg/dl. The customer reported that the error occurred during the selftest. The customer reported that the insulin pump failed the selftest. The customer was advised the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures was present in the pump trace download due to broken trace at u1 pin 1/vdd on keypad assembly. Toggled on and increased volume with the audio feature functioning properly. No audio of alarm anomalies noted during testing.